Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. Unit passed dat test at 0.0871 inches. Unit was successfully downloaded using thump. Pump successfully uploaded onto carelink. Pump communicated and calibrated properly with test guardian link transmitter [3]. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter [3] and no lost connection noted during testing. No unexpected alarms/alert/anomalies noted during testing. Pump properly paired with accu-chek guide link bg meter. Pump properly showed value bg value of 100 mg/dl from accu-chek meter. No alerts/anomalies/alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails and battery tube threads - cracked. No unexpected alarms/alert/anomalies noted during testing. No current code/category not confirmed. Unable to confirm alleged discrepancy between sg value vs bg value. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received multiple sensor glucose and blood glucose values does not trust pump anymore. The event involved product(s) mmt-1884. The customer reported no adverse event. Troubleshooting was not performed . No harm requiring medical intervention was reported. Product return is expected for mmt-1884.